Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the multifocal intraocular lens (iol), model zlb00 20.5 diopter, was explanted in a secondary procedure due to severe glare, halo, and poor quality vision despite plano refraction and normal findings. Iol exchange performed and single vision, monofocal iol was implanted with a model zcb00, 21.0 diopter lens. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/3/2016. Device returned to manufacturer: yes. Investigation results: the lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye shows the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There is no complaint related test. At final inspection optical measurement and cosmetic inspection performed. The in-line optical inspection data shows the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.